Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a (B)(6) year old female patient, after a 24 hour placement of the electrode pads on the patient, upon removal of the pads, burns were found on the patient. Complainant did not indicate if additional treatment for the burns sustained were required. Please reference medwatch report 1220908-2019-00027 and 1220908-2019-00029 for similar events reported from the same customer.

Manufacturer narrative:
After reviewing details from the customer during an onsite visit and photographs of the areas of concern on the patient, zoll believes that the patient's skin irritations reported were more likely to be a skin burn after 24 hours of pad placement on the patient. The location of burns indicated poor pad placement (burns located in or around the patient's armpits). No defibrillations or pacing were performed on this patient. The instructions for use provides diagrams and specific instructions on good placement and warns against placing pads of folds of skin. Electrode labeling also provides instruction for proper electrode application technique. Poor adherence and/or air under the electrodes can lead to the possibility of arcing and skin burns. Good skin preparation does not guarantee a burn will not occur. The electrode pads were not available for evaluation. Analysis of reports of this type has not identified an increase in trend.